Event description:
The customer reported that the system miscounted the cine runs and then stopped fluoroing. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.